Event description:
It was reported that during a procedure involving the balloon catheter, the shaft of the catheter broke before ablation and could not fit into the veins. The balloon catheter was replaced which resolved the issue. The procedure was completed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the 2af283 balloon catheter with lot number 12812 was returned and analyzed. No anomalies were identified during external visual inspection of the balloon, shaft, and handle segments. The catheter smart chip data was reviewed. Data indicated the catheter was never used and no applications were performed. During functional testing, frost was observed on the catheter coaxial connector. No thresholds were exceeded and no console system notices were generated. The inflation, ablation, and thawing phases were completed. However, during inflation, a kinked guide wire lumen was observed inside the balloon segment. Pressure testing and inspection was performed on the sub-components of the balloon, handle, and shaft segments. During inspection of the shaft segment, a guide wire lumen kink/twist was observed 1.40 inches proximal to the catheter tip. Pressure testing did not identify any leakage from the kink. The coaxial port was detached from the handle and was pressurized from injection tube at coaxial port while the free side of injection tube was blocked at the other side. Pressure testing showed the bubbles are coming out from the coaxial port. It identified a leak path at the bonding location of the injection tube and coaxial connector. In conclusion, the balloon catheter failed the returned product inspection due to the kink/twist observed on the guide wire lumen and the leak observed from the injection tube. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.